Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, all keypad buttons responded to user inputs during testing, all keypad buttons also sprung back during testing; however, evidence of adhesive/contamination was found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly intermittently unresponsive when pressed. The pt claimed that the keypad buttons occasionally stick when pressed. The keypad is intact. There was no adverse event associated with this complaint.